Event description:
A 2.7 mm diameter x 15 mm length micro driver otw coronary stent delivery system was implanted into a pt for the treatment of a circumflex artery lesion. The vessel morphology was reported to be calcified and tortuous with 99% stenosis. It was reported an endeavor and another MFR's stent were advanced but did not cross lesion. A third stent by different MFR was deployed proximal to the lesion. Then a fourth stent by different MFR was advanced but stopped before lesion. Then the micro driver was used and it did not cross the lesion. It was reported the micro driver delivery system was pulled out smoothly and went to close to the groin. It was reported that when the delivery system was being put on the table, the physician noticed that the stent was missing. An ivus revealed that the stent was dislodged in the circumflex. The physician advanced a balloon and smashed the micro driver against the vessel wall. An unk stent was deployed to secure the dislodged micro driver. The lesion was not treated.

Manufacturer narrative:
Evaluation: results: inherent risk of procedure (embolism-device). Pt's condition affected effectiveness of device (highly calcified vessel). (Required secondary intervention).